Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm.the alarm occurred during an unknown step of peritoneal dialysis therapy. The patient could not recall anything unusual that could have caused or contributed to the alarm. The technical services representative explained the alarm to the patient and advised the patient to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.